Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's sister) reported a "replace sensor" message with the customer's freestyle libre sensor. The caller reported the customer experienced weakness and poor coordination, and was taken to the hospital. The customer was diagnosed with hypoglycemia and provided treatment, but the caller did not have treatment details the doctor refused to provide information. There was no report of death or permanent injury associated with this event.